Event description:
It was reported that the customer received a temperature alarm that could not be cleared. Customer indicated that alternative insulin therapy was available. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.